Event description:
It was reported that increasing impedance, high capture threshold and noise were observed. Fluoroscopy revealed small fracture. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.